Manufacturer narrative:
Additional information was received that physician did not believe that the patient's infection was device related.

Event description:
A report was received that following a revision surgery (MFR report #3006630150-2013-02328), the patient's ipg site was experiencing draining pus and visual signs of infection. The patient was explanted and was admitted to the hospital. The patient was treated with IV antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a revision surgery (MFR report#3006630150-2013-02328), the patient's ipg site was experiencing draining pus and visual signs of infection. The patient was explanted and was admitted to the hospital. The patient was treated with IV antibiotics.